Manufacturer narrative:
Ethnicity: unknown/ not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone and suction loss that occurred prior to laser firing. Suction had never been achieved on the eye with this patient interface. Reportedly the debris did touch the patient¿s eye. There was no patient injury reported. No further information provided.

Manufacturer narrative:
Additional narrative information: section d9: device available for evaluation: yes, returned to manufacturer on 05/26/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Functional testing was performed and the reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.